Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodge occurred. The target lesion was located in the right coronary artery. A 2.75 x 38 synergy ii drug-eluting stent was advanced and placed through previously implanted stent to deliver it distally. However, during the procedure, the stent stripped off of the delivery system and the device was not removed from the patient's body. Inflation was performed and the stent was placed over top of the previous stent. They ended up taking a 6f guidezilla over that wire that was already placed, went through the stent struts of both the previous and new stent and then placed an additional 2.75x38 synergy stent. A guidezilla was used to go through the stents and then placed the other stent distally. The procedure was completed and no patient complications were reported.